Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result was obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin I (ctni) result. Hsc evaluated the information provided and the instrument data files. Quality control (qc) was within customer expectations at the time of the event. No product non-conformance was identified with the reagent or instrument. No other samples that were processed at the time exhibited a similar ctni elevation. The cause of the discordant ctni result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed the same day on the same dimension vista system and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.